Event description:
Bayer case number: (B)(4). Chronic low back pain [chronic lumbago]. Asthenia. Cystitis. Urinary infections [urinary infection]. Transit disorders [intestinal movement disorder]. Dyspareunia. Dysphonia. Upper limb pain [pain in arm]. Sacroiliac pain. Cervical pain [uterine cervical pain]. Diffuse musculoskeletal pain [musculoskeletal pain]. Chronic fatigue [chronic fatigue]. Chronic pain in joints [painful joints]. Hair loss. Memory diminished [memory deficit]. Concentration significantly diminished [concentration impaired]. Spondylolisthesis pain aggravated [spondylosis aggravated]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of back pain ("chronic low back pain") in an adult female patient who had essure inserted (lot no. He011h5) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of painful joints, breast swelling, allergic rhinitis, asthenia, hallux valgus, pain in hand, house dust mite allergy, hashimoto's thyroiditis, parity 3 (patient was married and the mother of 3 children born in 2003, 2004, and 2008) and spondylolisthesis. The patient had a family history of neoplasm (wo sisters, two paternal aunts, and her paternal great-grandmother). Concurrent conditions were listed as hot flashes, sick leave, anxiety disorder, concentration impairment, sleep disturbance, headache, abdominal pain, constipation, pollakiuria, discomfort rectal, pelvic discomfort, diarrhea, digestion impaired, ear pruritus, itchy throat, itchy eyes, vaginal mycosis and cystitis. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced back pain (seriousness criterion intervention required), asthenia, cystitis, urinary tract infection ("urinary infections "), gastrointestinal motility disorder ("transit disorders "), dyspareunia, dysphonia, pain in extremity ("upper limb pain"), sacral pain ("sacroiliac pain"), uterine cervical pain ("cervical pain"), musculoskeletal pain ("diffuse musculoskeletal pain"), fatigue ("chronic fatigue"), arthralgia ("chronic pain in joints"), alopecia ("hair loss"), memory impairment ("memory diminished"), disturbance in attention ("concentration significantly diminished") and spinal osteoarthritis ("spondylolisthesis pain aggravated"). The patient was treated with locapred (desonide), monuril (fosfomycin trometamol), monazol (sertaconazole nitrate), paracetamol, macrogol biogaran (macrogol 4000), colecalciferol and diclofenac (diclofenac sodium) as well as surgery (total hysterectomy). At the time of the report, the spinal osteoarthritis was resolving. The outcomes for back pain, asthenia, cystitis, urinary tract infection, gastrointestinal motility disorder, dyspareunia, dysphonia, pain in extremity, sacral pain, uterine cervical pain, musculoskeletal pain, fatigue, arthralgia, alopecia, memory impairment and disturbance in attention were unknown. The reporter considered alopecia, arthralgia, asthenia, back pain, cystitis, disturbance in attention, dyspareunia, dysphonia, fatigue, gastrointestinal motility disorder, memory impairment, musculoskeletal pain, pain in extremity, sacral pain, spinal osteoarthritis, urinary tract infection and uterine cervical pain to be related to essure administration. The reporter commented: according to the lawyer: the patient presented with severe and extremely disabling symptoms after the implantation of the essure device, which could not be explained by any prior medical history. During discussions with the practitioners who took care of her, the patient noted that the essure device could be responsible for symptoms the patient requested a medical-legal expertise. Diagnostic results (normal ranges are provided in parenthesis if available): [breast scan] on (B)(6) 2024: microcystic dystrophy with a microcalcification focus acr 3 oval of 7 mm subcutaneously located at the junction of the upper quadrants of the right breast, appearing dystrophic, for which a right mammographic control is recommended in 6 months. Left breast acr 2. [Colonoscopy] on (B)(6) 2023: conclusions of complete and normal ileocolonoscopy. [Magnetic resonance imaging pelvic] on (B)(6) 2020: suspicion of left sacroiliitis and left inguinal pain. Conclusion: no sacroiliitis. No signs of coxopathy or peri-articular pathology of the hip. [Pathology test] on (B)(6) 2025: analysis of the samples revealed a healthy uterus with the 2 implants showing no signs of malignancy. [Sleep study] (date unknown): negative. [Ultrasound pelvis] on (B)(6) 2015: the uterus is of normal size, position, and appearance. Normal ultrasound appearance of the endometrium. Normal ultrasound appearance of both ovaries. No suspicious adnexal mass. The left intra-tubal device traverses the uterine-tubal junction with a non-linear axis. The right intra-tubal device is visualized at the level of the proximal portion of the tube; on (B)(6) 2017: presence of 2 linear echogenic foreign bodies in the projection of the uterine horns, with the left side being close to the fundus of the uterine cavity. [X-ray limb] on (B)(6) 2022: no signs of carpitis or chondrocalcinosis were found. The metacarpophalangeal joint spaces were respected except for very discreet microtraumatic changes in the thumbs, slightly more marked on the right. An interphalangeal level showed no chondrolysis or erosive or geodic changes. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.